Event description:
It was reported that during a gastric bypass procedure, the blade was broken. No piece fell into the patient. The surgeon opened a second device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. B-form staples were embedded in the tissue pad, evidence that the blade had been in contact with another metal. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Event description:
On (B)(6), 2010 the lay user/patient in canada contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 6:00 am the patient obtained the blood glucose reading of 20.4 mmol/l on the reported meter, which she claimed was inaccurately high compared to her expected values. Prior to this reading, the patient had been experiencing the symptom of frequent urination during the night. The patient contacted her physician for advice, and was advised to take three additional units apidra insulin. At 8:00 am the patient obtained the blood glucose reading of 2.1 mmol/l. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly became hypoglycemic with a blood glucose value of 2.1 mmol/l after taking an additional insulin dose based on an elevated meter reading. Therefore this complaint is being reported.